Event description:
It was reported that during a colectomy, the staples would not hold. The stapling was performed without difficulties. While removing the device, the anastomosis didn't hold. It was decided to convert to a laparotomy procedure with manual sutures. The procedure was prolonged one hour and thirty minutes. The patient is currently fine. Additional information: "01/08/2010 : after recalling the customer, the problem was not exactly the same. He (the surgeon) eventually precised that no staples were delivered on the anterior part of the anastomosis. No further information on the type of tissues stapled, but the pre-op diagnosis was a sigmoiditis."

Manufacturer narrative:
Information anticipated, but unavailable at this time.